Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: eep480, ege872, gae590, gbe894, gcr298, and gdb544. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent a pneumothorax procedure on (B)(6) 2013 and topical skin adhesive was used. On (B)(6) 2013, the patient experienced a red flare, rash, and blisters at the site. The patient was treated with rinderon-vg and allegra. The product was removed at that time.

Event description:
It was reported that a patient underwent a pneumonthorax procecure on (B)(6) 2013 and topical skin adhesive was used. On (B)(6) 2013, inflammation was noted at the site. The product was removed at that time. Additional information has been requested.